Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. The pump was exposed to extreme temperature during a hike and insulin deliveries were stopped due a temperature alarm occurring as intended. The customer was able to resume insulin delivery, and delivered a correction bolus to address the high bg level. Tandem technical support educated the customer on temperature labeling for the pump.